Event description:
It is reported that a customer received a bad sensor alarm on their insulin pump. The patient's blood glucose was at 104 mg/dl. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was sent a new sensor. No further information was provided.

Manufacturer narrative:
Findings: reliability analysis: inspected 2 opened/used sensors and performed bicarbonate buffer test per (B)(4). One of 2 sensors failed for low readings, 1 remaining sensor passed per specifications with accurate readings.